Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep adjusted the cable door switch. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the pendant showed open door although door was closed. There was no patient involvement.